Event description:
It was reported that during an unspecified procedure, the stent dislodged from the liberte monorail delivery device. The lesion being treated was located in the totally occluded right coronary artery (rca). An attempt was made to deploy the liberte monorail stent following predilation, however, the stent would not cross the lesion. The liberte monorail stent was then removed from the body without incident, however, it was found on the table with the stent dislodged from the balloon. The procedure was completed with another of the same devices, and patient status was reported as 'fine'.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.